Event description:
The patient contacted animas on (B)(6) 2012 stating that the up arrow keypad button was intermittently unresponsive and required several presses to elicit a response. The patient denied damage to the keypad and noted the ok button symbol was worn off. The patient reportedly wore the pump clipped to the waist, occasionally used a protective case, and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4):all keypad buttons are functioning appropriately. Investigation revealed evidence of contamination under all key contacts. Unrelated to the complaint, evaluation revealed stripped threads on the battery cap, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
(B)(4):animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.